Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (abdomen), while wearing the device for over 48 hours. The patient reports having purulent discharge at the pod infusion site. The patient reports contacting their doctor by telephone. The patient was diagnosed with an abscess at the pod infusion site. The patient was prescribed doxycycline (100 ml).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android; cloud - omnipod 5 software app version 1.2.4; cloud - smartphone operating system sp1a.210812.016.g975usqu9iwg3; cloud - smartphone hardware sm-g975u; cloud - cgm sensor type unspecified